Manufacturer narrative:
(B)(4). The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported failure to deploy the suture could not be replicated in testing environment; however, the observed undisturbed posterior needle tip would result in a suture retrieval issue which may have been reported as the failure to deploy the suture; therefore, the reported complaint is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated: reportedly, the device would not deploy. A second proglide device was used with the same result. Manual arterial compression was applied and hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a transaortic valve replacement (tavr) procedure. Reportedly, the device would not deploy. Manual arterial compression was applied and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.